Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit., when the physician tried to pull the dilator through the pt's ligament after he fired the capio suturing device, the dilator disconnected from the suture, making it impassable through the ligament. Nothing detached within the pt. The physician removed the device and completed the case with another pinnacle, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for eval; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).